Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not confirmed. However, buckling of the cable noted upon visual inspection. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported to olympus that due to image noise, the subject could not be recognized. The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed using another similar device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately over 5 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the indicated phenomenon likely occurred due to that communication failure occurred and image noise occurred due to disconnection of the cable. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): it is judged that the pointed phenomenon can be prevented by this. Do not round the camera cable smaller than 20cm in diameter. Otherwise, it may be damaged. When the camera cable is curled up, do not pull it too hard and stretch it out gradually straight. Otherwise, the camera cable may be broken. Do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Otherwise, the camera cable may be broken. When wiping the outside surface of the camera cable, do not use a strong force on the camera cable. Otherwise, the camera cable may be broken. Operate the endoscope by holding the camera head and not the camera cable during use. Otherwise, the camera cable may be broken. Do not secure the camera cable with amps, etc. Otherwise, the camera cable may be broken. Do not pull out the video connector with the camera cable. Otherwise, excessive force may be applied to the camera cable, resulting in breakage. Olympus will continue to monitor the field performance of this device.